Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section d.2b: procode is krd/hcg. Section e.1: the initial reporter phone: (B)(6). Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. A review of manufacturing documentation associated with this lot (1112512s) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no internal actions related to device manufacture or inspection. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during an endovascular embolization procedure, the associated microcatheter (unspecified brand) was in place and the 1.00mm x 1.50cm galaxy g3 mini (glm910015 / 0482509s) was delivered to the target site. The coil was packed in the aneurysm and when the physician tried to detach the coil, the coil was unable to be detached. The physician retracted only the coil and switched to a second coil, which was successfully detached in the aneurysm. The third coil, a 1.00mm x 1.00cm galaxy g3 mini (glm910010 / 1112512s) was packed in the aneurysm and the physician tried to detach this third coil, but the coil was unable to be detached. The physician retracted only the coil and replaced it with another coil (a fourth coil) to complete the procedure using the same delivery microcatheter. There was no report of any negative impact on the patient.